Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device. The right atrial (ra) pacing lead was noted to have noise on a stored atrial electrogram and impedance of greater than 2000 ohms. At the replacement procedure, a fracture was noted on the ra lead. The lead was capped and a new ra lead was implanted.